Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) there was a problem with the ball joint clamp reference (B)(4) since the specialist, when placing the final patella, the clamp did not close and the lock and unlock button was very hard. The specialist (B)(6) reiterates annoyed that they are sending instruments that have been in circulation for a long time. He informs us that the formal complaint will happen because it is not the first time. It is important to review the instruments shipped as these events cause the specialist to become upset and the surgery to be delayed.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) was used to capture prolonged surgery and insufficient information. H6 device code: no code available (3191) was used to capture dissatisfaction. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported device without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: corrected: h6 (device code). The previous reported device code device-device incompatibility is being corrected to structural problem.